Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection and the customer's reportable malfunction was confirmed during the device evaluation. Based on the results of the investigation, the cause of the suggested events was likely due to user error, improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the rigid endoscope telescope had cracked edges. The issue occurred during other events. There were no reports of patient harm or delay.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.